Event description:
The complaint stated the bed is alarming and has no functions working.

Manufacturer narrative:
When the technician arrived at the facility, the bed was no longer alarming. He found that the hi/low function was drifting down slowly and isolated the issue to the head hi/low valve. He replaced the valve to repair the bed. The bed is now functioning properly.